Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model#: sc-4316, lot #: 16264731, description: next generation anchor kit-sterile.

Manufacturer narrative:
The sc-1132 (sn (B)(4)): device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint could not be confirmed. The ipg passed all the required tests and revealed no anomalies. Sc-2158-50 (sn (B)(4)): device evaluation indicated that the lead passed photographic imaging tests performed. The leads were cut. Damage to the devices is a result of a typical explant procedure and is not considered a failure. Sc-4316 (lot number 16264731): device evaluation indicated that the clik anchor eyelets are damaged.